Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The ICD has been explanted at a surgical procedure and at a new device was implanted at the same procedure. No additional adverse patient effects were reported.